Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicates that the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties, which caused the patient using the maximum available therapy settings. In accordance with facility protocol, the explanted device was disposed of and will not be returned. No additional adverse effects post operatively were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.